Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor and flow sensor cable were replaced to address the issue.